Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient states the controller is doing weird things. Patient states yesterday they went to charge the implanted neurostimulator and the controller went from 100% to 30% in a matter of seconds and then jumped back up to 100% and then said the controller was dead. Patient tried to recharge the controller for 4 hours and it did not resolve the issue. Troubleshooting was unable to be performed as patient did not have the controller with her at the time of the call. Patient will call back with the serial numbers for further troubleshooting. Patient mentioned this has happened a couple of times over the last couple of weeks and they had to take the battery out to resolve it, but not this time. Additional information received from patient. Patient called back and repeated previously documented information. Patient added that their controller battery had jumped from 100% to like 10% or 20% then 130% and then down to 40% within 30 seconds. Patient stated the implant battery charges without issue. Patient also added that they watched their intensity jump from 3.2 down to 1.0 where they are in pain then to 5 and then down to 3.0 within 10 or 30 seconds. Patient reported feeling a tingle and felt like it was a little high even though they didn't change anything and looking down and their intensity was over 5, rather than the normal 3.2. Patient reported their intensity went from 3.2 to 2.4 and they could not get it to stay on their level. Patient stated when the stimulation increases it electrocutes them; agent reviewed with patient stimulation on/off button, if needed. Patient commented they think they may turn their stimulation off if it goes up again because the intensity went up to 7 while on the call and it was a "little intense." Agent also redirected to hcp to further address, if needed. Patient stated they had texted with manufacturing representative a couple of months ago regarding the battery issue and then again last week and rep had patient check for visible damage and redirected to patient services. Patient reported no visible damage to controller battery compartment pins, battery pack, or controller and reported no rattling noise inside of controller. Patient stated they had charged their controller at 3pm and it was 4:43pm and the controller battery showed 0%. Patient currently had the controller plugged into ac power supply. Agent walked patient through controller reset with ac power supply and patient confirmed green flashing light above controller screen and controller battery at 30%. An email was sent to repair for replacement battery pack and controller.